Manufacturer narrative:
PMA/510(k) number: unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an unspecified 6 fr cook sheath had been used during an unknown procedure, but once it was removed plastic shreds were found within the sheath. Another manufacturer's atherectomy device was used during the procedure, but was reportedly not activated within the sheath. No unintended portion of the device remained in the patient. The patient did not require any additional procedures or prolonged hospitalizations. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested, but has not been received at this time.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, an unspecified 6 fr cook sheath had been used during an unknown procedure, but once it was removed plastic shreds were found within the sheath. Another manufacturer's atherectomy device was used during the procedure, but was reportedly not activated within the sheath. Investigation ¿ evaluation: a document based investigation was performed including a review of documentation, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description ¿refer to the product label for product specifications (i.e., sheath inner diameter, dilator inner diameter, distal curve configuration, hemostasis valve design.)¿ intended use: ¿flexor introducers and guiding sheaths are intended to introduce therapeutic or diagnostic devices into the vasculature, excluding coronary and neuro vasculature.¿ precautions: ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ instructions for use sheath introduction ¿1. Ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA is currently opened to address the failure of tnrt filaments delaminating in flexor sheaths. The CAPA investigations are currently ongoing. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a definitive conclusion could not be determined. It is possible that the unknown philips volcano could have potentially stripped the inside of the complaint device during removal. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.